Manufacturer narrative:
Additional information: d9, h3, h6, f10/h6: medical device problem codes, h11. H11: the device was received for evaluation. During evaluation, the reported problem ' had no occlusions in line and pump pulled no medication during the whole infusion' was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this issue. The reported condition was verified. The cause of the condition was determined to be downstream sensor values were out of specification. The downstream sensor will be recalibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump pulled no medication during the whole infusion during delivery. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.